Event description:
Patient reported his doctor wants to do a dye study on his pump because he thinks the catheter has separated from the pump. It appears that way under x-ray and the pain it has been controlling for 4 years has returned. The pump was reported to be delivering morphine. Pump MDR filed under 6000030200700533.

Manufacturer narrative:
This report is being submitted following an internal audit.